Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
During evaluation, it was determined that the backup battery faults occurred during the low speed and pump stop events. This is consistent with the suspected driveline damage causing the backup battery faults. Additional log files were submitted for review after the patient reported further low speed advisory alarms and driveline faults. Log file review revealed multiple intermittent low speed advisory throughout the log file beginning on (B)(6) 2025. These issues only appeared to be occurring while to patient was connected to the mobile power unit. It was noted that these types of issues could be due to issues with the percutaneous lead. It was recommended to keep the patient on batteries as there were no alarms while the patient was on battery power. Additionally, driveline fault alarms were detected on (B)(6) 2025 from 10:03 until the end of the log. It was considered that one of the wires on phase 1 could be compromised. It was recommended to exchange the system controller.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having multiple alarms including driveline fault alarm. Log file review was requested which revealed numerous low speed advisories between (B)(6) 2025, as well as driveline fault alarms on (B)(6) 2025. There were 3 pump stops between 11:36 and 11:40 pm on (B)(6) 2025 that appear to be the result of separate driveline disconnects. These issues only appear to be occurring while the ventricular assist device was connected to the power module. It was recommended to keep the patient on an ungrounded patient cable. Additionally, the log file found 2 backup battery fault alarms which appear to have resolved on their own. There were no other unusual events recorded in the log file event history. A distal end rend replacement was performed. It was observed that the ground shield was deteriorated. The repair was not able to reestablish the ground shield.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that could have contributed to the low speed advisories, driveline faults, driveline disconnects, and pump stops seen in the submitted log files. The log file findings following the driveline repair could be indicative of an issue with the internal driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files collectively contained events from the reported event dates of 04oct2025 through 08oct2025, and 11nov2025 through 03dec2025. Pump stops associated with driveline disconnect alarms were captured on 07oct2025, and numerous speed decreases were captured throughout the log file while the patient was connected to grounded power. Based on previous complaint history, these events appeared to be consistent with a potential driveline wire compromise. The log file also contained several driveline fault alarms associated with an issue with phase 1. Following the reported driveline repair on 10oct2025, additional log files captured further speed decreases and numerous driveline fault alarms from 11nov2025 to 21nov2025. The low speed events occurred while the patient was connected to grounded power, indicating potential internal driveline wire compromise. No other notable events were captured. A distal-end driveline repair was successfully completed on 10oct2025. A distal portion of the driveline was returned measuring approximately 27.0¿. The driveline was heavily taped and contained a clamshell on the controller connector (cc). Upon removal of the tape, a previous driveline repair site was noted at approximately 16.0¿ ¿ 20.0¿ from the cc. The returned portion of the driveline were tested for electrical continuity in the condition that it was received, and all wires passed. Visual inspection of the underlying wires revealed minor kinking of the wires at approximately 3.0¿ from the cc. Damage to the insulation and conductors of the green wire could be seen with the naked eye in this location. Microscope inspection of the returned segment of the driveline was performed and revealed additional damage to the red and yellow wires. The damage to the red wire was located approximately 3.0" from the cc, with some conductor damage noted. Microscope inspection of the green wire damage revealed near complete separation of the insulation and severe conductor damage. Some conductors appeared to be intact but were not protected by the remaining insulation. Inspection of the yellow wire revealed a large breach to the insulation at approximately 19.5" from the cc, at the distal terminus of the previous driveline repair site. Moderate conductor damage was also noted in this area. Additional testing of the driveline was performed. The remaining wires were forcibly tugged on to reveal partial or total fractures of the conductors. No additional discontinuities or damaged conductors were noted. The wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. Testing confirmed the insulation breaches found during microscope inspection. No other areas of current leakage were noted. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The green and yellow wires redundantly support phase 1; therefore, if both wires were completely fractured during support, it would have resulted in the pump stops captured in the submitted log file. The system controller monitors the current in each redundant wire pair to detect open circuit conditions, so the fractured inner conductors of the wires could have resulted in the driveline fault alarms captured in the submitted log file. Furthermore, if the exposed conductors of the red, green, or yellow wires contacted the metal braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. The patient underwent a heartmate ii to heartmate 3 exchange on 22dec2025. It is unknown if (B)(6) would be returned for evaluation. See manufacturer report number 2916596-2025-08311. Incidental findings: superficial damage of the outer jacket was noted during evaluation of the returned driveline segment. Damage to the previous repair site was noted during evaluation of the returned driveline segment. The relevant sections of the device history records for (B)(6) and driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU),revision, rev. A, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.